Event description:
It was reported that during surgical procedure at the user facility that the sonopet console had a lack of irrigation resulting in system overheat. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event was confirmed. The device was found to have damage on the irrigation pump cover shaft. External impact and fatigue are known causes of damage to the cover shaft.

Event description:
It was reported that during surgical procedure at the user facility that the sonopet console had a lack of irrigation resulting in system overheat. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Awaiting device return for evaluation.